Event description:
It was reported a ttm (transtelephonic monitoring) check could not be done. The next day during an office visit, there was no telemetry or response to magnet. At last check two months prior, longevity estimate was 15 months. Additional information was later received reporting no output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.